Event description:
An arrow 3-lumen catheter was removed from the pt over a spring wire guide from the sheath introducer kit. The sheath and vessel dilator was then inserted over the same wire guide. Upon advancing the device into the pt., the lung was lacerated, resulting in tension pneumothorax and death.